Manufacturer narrative:
(B)(4). The reported event could is confirmed. No products were returned; the picture provided confirmed the removal of the articular surface, femoral and tibial components. Traces of blood and bone cement can be seen on the inferior surface of the tibial component as well as the backside surface of the femoral component. Traces of blood and black discoloration can be seen all over the superior surface of the articular surface. The x-ray review identified a periprosthetic lucent zone surrounding on the far lateral screw of the tibial plate. The review also suggested that there was a similar zone of lucency surrounding the short and long screw anteriorly. Small suprapatellar joint effusion was noted. The areas of lucency surrounding tibial screws could have caused loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown mg ii femur, unknown mg ii bearing, unknown distal augments, unknown tibial augments, unknown posterior medial augment, unknown posterior lateral augment, unknown tibial offset stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07652 and 0001822565-2017-07653. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to pain, swelling and tibial bearing damage with metallosis. The damaged tissue was debrided. Attempts have been made and additional information on the reported event is unavailable